Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 had multiple runs of ventricular tachycardia but did not lose consciousness. The impella's position was confirmed under echo guidance. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.